Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4).

Event description:
It was reported that bd sharps disposal lid was broken the following information was received by the initial reporter with the following verbatim: users feedback that the sharp box quality is inferior, the lid is broken easily and the lid is not able to cover the sharp box opening.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.